Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, the physician's assistant reported that he was unable to communicate with the vns patient's device despite using two programming systems. The patient's device had been temporarily disabled and physician's assistant was unable to program the device back on. The wand battery was confirmed to be adequate, and troubleshooting was performed by changing the components between the two programming systems; however, the communication issues continued. While troubleshooting did not pinpoint the source of the issues, the physician's assistant believed that the issues were related to the usb serial cable. The cable was returned for product analysis on 03/01/2016. Product analysis is still underway and has not yet been completed.

Event description:
Product analysis was completed on the usb cable on 3/29/2016 which confirmed a disconnected wire connection in the returned serial cable; appears to be cable stress-related. Once the wire was soldered onto the serial cable pcb, no further anomalies were identified.